Event description:
It is reported that a patient is experiencing a loosened screw from the lcck articular surface implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.